Event description:
It was reported that pump displayed cartridge alarm 20 during cartridge load process and customer¿s blood glucose reading showed as ¿high,¿ with exact value unknown. Customer gave correction insulin by injection, planned to use multiple daily injections as backup therapy, and did not require help from emergency services or other third parties, while technical support confirmed repeated cartridge alarms, arranged warranty pump replacement, verified shipping details, and instructed customer on putting pump into storage mode, returning pump within 10 days, and setting up and connecting replacement pump and cgm.